Event description:
It was reported that the patient had dizziness, nausea, unsteadiness, muscle weakness and nervousness as side effects of the spinal cord stimulator (scs) device. It was also reported that the patient may be allergic to the therapy and/or the implanted items. The patient was hospitalized.